Event description:
A caller reported that the pump's quick bolus and wake button were difficult to press and often required multiple attempts to activate the pump screen. The customer experienced blood glucose levels exceeding 500 mg/dl due to the issue. To address these fluctuations, the customer administered a correction injection for the high level. Technical support instructed the caller on how to press the button more effectively, but since the issue persisted, they decided to replace the pump. The customer did not require third-party assistance due to the blood glucose levels and was advised on returning the problematic pump and programming the replacement. A new pump, with updated software, was provided to the customer, and arrangements for its return and setup were made. Customer will continue to use current pump.